Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 25nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had erythema and slight yellow discharge at the driveline site. Patient had increased white blood cells but was afebrile. Wound cultures showed no growth and sputum culture showed normal flora and was otherwise unremarkable. Patient was started on prophylactic antibiotics. All culture were negative and antibiotics were stopped on (B)(6) 2020. Final cultures showed no growth at 5 days.